Event description:
It was reported that filter was difficult to recapture. The target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, after induction of the guiding catheter, severe resistance was felt and filter was difficult to recapture. The procedure was completed with another of same device. No patient complications were reported.